Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to flatten buttons dome switches. Unit had minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 150 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.